Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pt received more medication than intended. No specific pt info, pump programming, or event details were provided; however, the customer contact indicated that there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.